Event description:
Boston scientific received information that via the patient's remote home monitoring system, this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range (oor) low shock lead impedance (sli). Review of data revealed that sli trends had been very stable. A local boston scientific field representative reported that they were unable to determine the cause of the observation as the sli measurements they obtained with repeated tests were within the normal range. The patient also could not recall being near anything that could cause electromagnetic interference (emi). The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.